Event description:
The customer reported the system randomly shut itself down. No patient report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation power supply was adjusted and the footswitch replaced. The system was then found to be operating as intended.